Event description:
On (B)(6) 2022, a call was received by technical support ereader (in 207 (B)(4)) regarding power supply (in yu1205) that it is physically cracked and hot to the touch where clinician can't touch it without burning themselves.

Manufacturer narrative:
Corrected data: h3. The device in question is a peripheral hardware unit used in conjunction with our ereader medical device. There was no deficiency noted with the ereader unit that was connected to the power supply adapter. The complaint product was returned for evaluation. Visual inspection of the unit confirmed the physical damage of the power supply adapter. Furthermore, partial functional testing of the unit found that the surface temperature of the device while powered on did not exceed specifications. More testing could not be completed because the adapter stopped functioning. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. Escreen will continue to monitor and trend this issue.